Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported the immediately following the implantation of the subject device, high threshold and capture loss in the ventricular channel occurred. Prior to implantation, psa measurements on the associated lead were normal. The physician re-opened the pocket in order to reposition the lead. When the lead was reconnected to the device, connection difficulties were reported. Specifically, clicking of the associated screwdriver could not be obtained, which reportedly turned freely, and the lead came out from the port with a pull test. Another attempt was made to connect the lead with the same results. However, when a pull test was made, the lead broke and the connector pin was left inside the pacemaker port. Another lead and pacemaker were subsequently implanted instead.